Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser was not working. The procedure details and patient harm were not reported.

Event description:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (laser port not working) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Corrected information is provided in sections b.2. And b.,5. Based on this information received following submission of the initial report, this event laser port not working does not meet criteria for reporting as a malfunction. No further report will be submitted under this mfg: 2028159-2022-00541. The manufacturer internal reference number is: (B)(4).